Manufacturer narrative:
The manufacturer did not receive device, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. According to the provided information, the current situation reflects an off-label use, as the product was implanted after its expiration date. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Should additional information become available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that an a/s/ humeral head d 52 h 23 which expired in 2013 was implanted into a patient on the left side on (B)(6) 2015. The patient is being monitored. No further details are known at this time.